Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 rails were broken and unable to use drawer. As per part investigation, it was determined that the top drawer required extra force to open, and once fully extended, it tilted toward the left and overextended. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI) part analysis: the report of the drawer failure was confirmed by fse (field service engineer): according to work order (B)(6) the fse reported that drawer 3.1 rails are broken and is unable to use. Fse was able to get the drawer closed. Replaced the drawer and ran diagnostics. Customer verified operation. No visible external damage was found on the smart hh cubiedrawermod (p/n 353503-01) during the laboratory inspection. Laboratory testing revealed that the top drawer required extra force to open, while the bottom drawer could only be partially opened. Additionally, the bottom drawer's position sensor was obstructed by the divider shroud. It was also observed that the left-side slide bearing cage of the top drawer was missing, along with its slide bumper stop. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure was to missing slide bumper stop, which resulted in the slide bearing cage migrating out of position.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 rails were broken. A field service engineer replaced drawer to resolve the issue. The customer verified operation in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 rails were broken and unable to use drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.